Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support (cts) and no issues were identified. Reportedly, the customer was using the infusion sets for 3-4 days. Cts informed that customer that using the infusion set for 3-4 day is off label per the tandem user guide. The customer changed the pump supplies and resumed insulin delivery. The customers blood glucose was 275 ¿ ¿high¿ on the cgm. The elevated blood glucose was addressed by a correction bolus via the pump and a manual insulin injection.